Event description:
It was reported that customer's blood glucose (bg) level displayed as "high"; cause was not known. Customer delivered a correction bolus via the pump to address bg. Pump system check was performed, and no issues were identified with the cartridge, insulin or infusion set cannula/tubing. Recommendation was made to consult with a healthcare provider regarding diabetes management.